Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding is determined to be patient condition because of bleeding from multiple sites and it was also mentioned that patient was coagulopathic. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 72-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported during impella support, the patient experienced some oozing from their left femoral artery retrograde puncture (lfa rp) access. To address the bleed, the tourniquet band (tb) was tightened, and manual pressure as well as a femostop device were applied. Due to coagulopathy, the patient required multiple transfusions. Ultimately the team decided to withdraw care due to low likelihood of survival. No allegations were made towards the impella for cause of death.